Manufacturer narrative:
At this time the device remains implanted. There is no evidence that any action has been taken. This report will be updated upon receipt of additional information.

Event description:
It was reported during ongoing use, the device was exhibiting premature battery depletion. Currently the device remains implanted. No further information has been provided.